Event description:
A company representative located an article regarding the passing of a patient implanted with vns. The article noted that the patient passed away after a seizure. The article also mentioned that the patient was implanted with vns two years ago to help control seizures; however, no allegations were made against the vns therapy system. The funeral home was contacted in an attempt to retrieve the patient's generator/lead for product analysis, as well as the cause of patient death. The funeral home confirmed that the patient was buried with the generator/lead implanted; and therefore, the device is not available for product return. They also informed that the cause of death could not be released to anyone outside the patient's family. A review of the device history records confirms that generator and lead met specifications for release prior to distribution. No other relevant information has been received to date.